Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on vad support with no further issues reported. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 19 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a tooth extraction and continued to bleed overnight. The patient went to the emergency department on (B)(6) 2019 with hemoglobin level of 9. Iron tablets were given and the patient was sent home with complaint of too weak to walk. The patient continued to bleed from the dental procedure and had gum stitch that didn't stop bleeding. The patient went to the dentist again and had a clot remove from gum. The patient continued to bleed on (B)(6) 2019. The iron tablet from the local emergency room was not taken by the patient due to complaint of nausea. The patient did not experience any further bleeding and reported feeling well with no dizziness/light headedness or weakness. Hematocrit level was 6. The patient was given 1 unit of packed red blood cells (prbc) at community hospital on (B)(6) 2019. The patient's hematocrit level was 8.8 on (B)(6) 2019. The event reportedly resolved on (B)(6) 2019.